Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels every day. She stated that she noticed this every time she gave herself insulin since starting on the insulin pump therapy. The customer's blood glucose was 47 mg/dl. She stated that she thought her basal rates were too high but noted that her phone battery was dying. No troubleshoot was performed, and she advised that she would call back another time to troubleshoot the low blood glucose.